Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer's locked up during a patient event. The customer advised that after connecting the 12 leads ECG, the device froze. They attempted to power off the device, however none of the buttons were responding. The batteries in the device were removed and reinstalled, however the device was unable to power on. The batteries were again removed and reinstalled, they waited a few minutes and the device was able to power on to a normal state. During the troubleshooting of the device, a backup device was already on the scene and was used. The device was used for monitoring the patient only. This issue is patient related. The customer advised that the use of the device did not affect patient care. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.